Event description:
Customer reported the performa combo meter does not calculate the insulin bolus correctly. He reported having a blood glucose level 310 mg/dl and bolus calculator calculated 0 i.u. Two hours and 26 minutes before he reported that he had a blood glucose of 187 and had taken 21 units of insulin. No information received regarding insulin on board, correction factor or any other insulin settings on the meter. Afterwards, he corrected via the pen and brought blood glucose under control by himself. No adverse event reported. A request was made for the return of the device, replacement.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.